Manufacturer narrative:
In addition to the flow rate issue, the device was also found to fail the pressure test and 30psi occlusion test, as well as having a lcd brightness/contrast issue and a third-party battery. The device was repaired, recalibrated, and tested to all specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2010.

Event description:
The device was identified with a flow rate issue during the periodic maintenance testing on (B)(6) 2017. The device was found to have a flow rate accuracy of (B)(6), which was outside of the (B)(6) specification. No patient was involved in this case.